Manufacturer narrative:
D10: 300-01-09 - equinoxe, humeral stem primary, press fit 9mm (B)(6). 320-10-00 - equinoxe reverse tray adapter plate tray +0 (B)(6). 320-15-05 - eq rev locking screw (B)(6). 320-20-00 - eq reverse torque defining screw kit (B)(6). 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm (B)(6). 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm (B)(6). 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm (B)(6). 320-31-36 - glenosphere, 36mm (B)(6). 320-35-01 - small glenoid plate (B)(6). 320-36-00 - 145-deg pe 36mm hum liner +0 (B)(6). 321-20-00 - equinoxe reverse shoulder drill kit (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent a shoulder replacement procedure. Following the procedure, the patient experienced postoperative discomfort. Initial allergy testing was performed and yielded negative results. Due to ongoing symptoms, additional allergy testing was conducted, which indicated a sensitivity to nickel. A revision surgery was subsequently performed. During the revision, the glenoid components were explanted and replaced with components from a different manufacturer intended for use in patients with nickel sensitivity. The patient was last known to be in stable condition following the event. No further information is available.